Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 3 (paired state). The sensor state 3 is an indication that the sensor is in the primary operating state and has yet to reach its end of life at the time of return. No failure modes were observed upon visual inspection of the plug assembly. Sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and results were within specification. Poise voltage testing was performed and all result were within specification, indicating the sensor was providing accurate glucose reading. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. No malfunction or product deficiency was identified; therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint. The DHR (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor ended" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced confusion, screaming, and "pinking" and was unable to self-treat, requiring third-party administration of insulin for treatment by a non-healthcare professional at home and then was seen by a healthcare professional who checked the customer's blood glucose level. There was no report of death or permanent impairment associated with this event.